Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0782 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that a patient was given chemotherapy through their PICC and their arm reportedly swelled up and fluid pooled around the arm (extravasation). Nurse stated that the PICC line had been insitu for approximately 8 months and that the patient did not require any treatment as the treatment was not a vesicant. The doctor was contacted and the PICC line and securicath were removed. A small hole/fracture was found just past the exit site approximately a fourth of the way down the line. A line was placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is appears to be related to use of the device. It was reported that the patient¿s arm swelled up and fluid pooled around the arm. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the two piece connector had been assembled to the 4 fr groshong tubing. The catheter extended 47.3 cm from the distal end of the strain relief oversleeve. The catheter was twisted and deformed 1.4cm proximal to the distal tip, which most likely occurred during or after removal. A non-bard stabilization device was received with, but separate from, the PICC. A microscopic examination of the groshong s/l catheter revealed a semi-circumferential breach in the tubing between the 36 and 37 cm depth marks. Longitudinal splits extended from one end of the semi-circumferential split. A semi-circumferential crease was observed in the catheter between the 42 and 43 cm depth marks and at the distal end of the strain relief oversleeve. A tactual investigation revealed that the catheter tubing was easily kinked across the semi-circumferential splits/creases. The creasing observed in the tubing indicates that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to kinking. It is unknown if the non-bard stabilization device was a factor in the catheter kinking. It was reported that the catheter was in place approximately 8 months. No defects related to the manufacturing process were noted on the complaint sample. Reference faqir #(B)(4) for additional information related to this type of complaint. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.